Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type h3. Analysis found the complaint of the controller not powering on to be unverified. The unit pairs and charges the implanted neurostimulator (ins) and internal battery pack and powers up with battery pack, ac charger and aa batteries. We remain inconclusive as to the cause of the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt, serial: (B)(6), product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the controller is not working, there is no power to the controller since last night. Patient stated they were trying to adjust the battery and the screen showed software problem and the screen is black. Agent assisted patient with resetting the controller and controller powered on when plug into the ac power outlet. Patient service confirmed there is not light flashing on the controller after reset. Controller power on and screen showed press and hold to unlock but screen does not change when pt press to unlock. Patient stated the screen is blurred where it show to press to unlock. Agent confirmed the controller did not get wet or dropped or visible damage. Patient stated they are on vacation and provided alternate address for shipment. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.